Event description:
It was reported that (1) ems device was used during a laparoscopic hernia procedure. It was reported by the rep that the surgeon used an ems stapler to perform a herniorrhaphy. The stapler jammed after the 4th staple and misfired. Another device was used to complete the procedure. There was no consequence to the pt.